Event description:
It was reported to boston scientific corporation in 2008, that the heater canister of a hydrothermablator console unit (hta) turned orange and melted with approx one minute of powering on the system. There was no pt involvement associated with the reported event.

Manufacturer narrative:
The serial number of the suspect device is unknown; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.